Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 4/18/2024, a sales representative via sems-06542838 reported that an ar-13990n scorpion needle tip broke during use. The needle tip was not retrieved from the patient and remained in the soft tissue outside the joint, which was then confirmed by an x-ray. This was discovered during a subscapularis repair procedure on (B)(6) 2024, with no reported patient harm. Additional information was requested.